Event description:
Synthes (B)(6) reported that during a c6-c7 discectomy, the surgeon implanted a zero-p and was having difficulty inserting the 4th screw. He noticed that the tip of the drill bit was broken off in the hole being drilled. In order to gain access to retrieve the broken tip, the surgeon had to remove the 3 screws that had already been inserted, and remove the blue metal portion of the spacer. He was then able to retrieve the broken tip. Surgeon then filled the area where the metal portion of the spacer had been with dbx product (bone putty),left the peek portion of the zero-p implant in the disc space, and then implanted a cervical spine locking plate to secure the construct. Surgery was successfully completed with a delay of 15 minutes. Patient status/outcome following the procedure was reported as stable. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.